Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door had broken hasp. A field service engineer used a customer supplied tower door hasp from a spare machine as a replacement. The customer tested the device and confirmed successful operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 4 had not been locking. Customer stated that the latch had seemed to be broken, and the nurse had managed to get the said medication from the same station, but the door had not locked afterwards. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.